Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: [translation]the distal end of the sleeve ruptured inside the patient! Fortunately, the surgeon saw the defect and was able to extract the plastic tip from the patient. Additional information received from applied medical rep via email 24apr24: updated intervention, name of procedure and concomitant device. It was clarified it was the cannular part. The trocar was inserted using hansson technique via open laparoscopic surgery with no difficulty during insertion. The trocar was not used with a robot. Camera was inside of the cannula at the time of the incident. Additional information received from applied medical rep via email 26apr24: six units from this batch are currently in quarantine. Type of intervention: extract the plastic tip from the patient patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The cannula tip was missing a fragment. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture.

Event description:
Procedure performed: cholecystectomy. Event description: [translation] the distal end of the sleeve ruptured inside the patient! Fortunately, the surgeon saw the defect and was able to extract the plastic tip from the patient. Additional information received from applied medical rep via email 24apr24: updated intervention, name of procedure and concomitant device. It was clarified it was the cannular part. The trocar was inserted using hansson technique via open laparoscopic surgery with no difficulty during insertion. The trocar was not used with a robot. Camera was inside of the cannula at the time of the incident. Additional information received from applied medical rep via email 26apr24: six units from this batch are currently in quarantine. Type of intervention: extract the plastic tip from the patient. Patient status: fine.